Event description:
Rep reported that the patient went through 2 shunt revisions to correct dilated ventricles. Initial shunt procedure and revision did not reduce enlarged ventricles. Valves did not seem to drain properly. Additional and new info from the rep explained that the doctor stated that patient had 1 initial and one revision with the valve. Both failed. Cases were in 2008.

Manufacturer narrative:
The rep has communicated that the device is not available for evaluation. Three devices were sent in from the same lots, which will be tested. Upon completion of the investigation, a follow up report will be filed.